Event description:
Reportable based on device analysis completed on 11 jun 2024. It was reported that a catheter issue occurred. The 79% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but the catheter could not cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed an imaging window detached near the lap joint section.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the drive cable was kinked, and there was an imaging core windup with a coiled drive cable, an imaging window detachment near the lap joint section, but it was not returned for analysis. Impedance testing showed an electrical open at the proximal end of the catheter, between 130-140 cm from the distal housing. Media returned by the customer was inspected, showing a video with a poor image displayed on the ilab screen. Based on the evidence, the as reported code of difficult to cross lesion cannot be confirmed. The imaging core windup, imaging window detachment, drive cable coiled and kinked, and open proximal could not have contributed to the event.